Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer reports that one patient sample generated an initial architect total b-hcg assay result of 226.1 miu/ml. The sample was retested and generated a negative result of "<1.2 miu/ml " three times. Controls have remained within specifications. No suspect results were reported from the lab. There is no impact to patient management reported. A service call was initiated.

Manufacturer narrative:
The device evaluation was reassessed and concluded that a malfunction occurred; therefore, the device was not performing as intended and the evaluation codes were corrected.

Manufacturer narrative:
An abbott field service engineer (fse) visited the customer site and replaced seven valves on the architect i2000sr analyzer as a precaution. The service history for this analyzer was reviewed and identified no contributing factors to the customer issue. Subsequent instrument operations were acceptable. No issues were noted for the architect total (B)(6) assay. The reagent was within expiration dating and all controls samples were within specifications. A review of complaint tracking and trending metrics was performed and identified no adverse trends in conjunction with the complaint issue currently under evaluation. The architect system operations manual and the architect total (B)(6) assay package insert both contain information to address the current customer issue. Based on the available information from the customer site and from the results of this evaluation, there is no evidence to reasonably suggest a product malfunction occurred. The issue was addressed through standard troubleshooting procedures. However, sample integrity/handling cannot be ruled out as a potential cause since the issue was isolated to a single sample.